Event description:
It was reported that this lead was an attempted implant. During the procedure, despite positioning the lead 3-4 times for left bundle branch area pacing (lbbap), consistent capture could not be achieved; the threshold was 10 v, and the desired morphology was not obtained. Impedance and amplitude were both good. The lead was replaced with a different model, 2-3 more positioning attempts were made, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.